Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 428 mg/dl. Customer also stated that the insulin pump had no delivery alarm. Trouble shooting was performed for no delivery alarm. Customer was advised to reconnect tubing at quick release set and prime a 5 units fixed prime. Insulin exited no alarm. Customer states the cannula was not bent. The device will not be returned for analysis.